Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that two weeks after an intraocular lens (iol) was implanted, the lens was exchanged for a different lens. Visual outcome not obtained was the clinical reason given for the explant. Additional information has been requested.